Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Information available indicated that device was prepared as per directions for use (dfu) and continuous flush was maintained. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that during the procedure, the coil prematurely detached from the detachment zone while inside the patient anatomy. The physician noticed the event while trying to remove the device from the microcatheter. The coil protruded into the internal carotid vessel. The coil was left inside the patient anatomy. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure, the coil prematurely detached from the detachment zone while inside the patient anatomy. The physician noticed the event while trying to remove the device from the microcatheter. The coil protruded into the internal carotid vessel. The coil was left inside the patient anatomy. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device history record confirms that the device met all material, assembly and performance specifications. The coil was returned with the microcatheter (damaged at its distal end) used during the procedure. During visual inspection, the proximal contact wire and coil delivery wire were kinked/bent likely due to handling. The main coil was not returned. No other anomalies were noted. Functional testing could not be performed due to the damage noted to the device. In the case of this complaint it is most likely that the main coil and detachment zone was damaged during coil advancement against friction, resulting in the premature detachment within the microcatheter. This complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. Therefore, an assignable cause of procedural factors will be assigned to this investigation.

Manufacturer narrative:
This is the second of 2 reports. Subject device is not available.

Event description:
It was reported that during the procedure, the coil prematurely detached from the detachment zone while inside the patient anatomy. The physician noticed the event while trying to remove the device from the microcatheter. The coil protruded into the internal carotid vessel. The coil was left inside the patient anatomy. No clinical consequences were reported to the patient due to this event.